Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri) due to high outputs on the atrial lead and high battery impedance. It was noted that the ipg was unable to be reprogrammed out of the eri vvi 65 pacing mode. The ipg and atrial lead remain in use. No patient complications have been reported as a result of this event.